Event description:
It was reported that the patient's previous ams700 inflatable penile prosthesis (ipp) was removed due to an unspecified reason . A new ams700 cx 18cm device and 100ml conceal reservoir were implanted.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis (ipp) was not working. The device was replaced with a new ams700 cx 18cm device and 100ml conceal reservoir. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.